Manufacturer narrative:
Analysis: microscopic visual inspection revealed a longitudinal "s" shaped tear was present in the middle of the balloon. Damage was present in the balloon material preceding the tear, which appears to be from an unknown source, resulting in the longitudinal tear. Functional testing of the complaint sample revealed the balloon would not maintain pressure and the balloon deflated immediately. Fluid was inserted, which started leaking out of the longitudinal tear in the middle of the balloon. Conclusion: returned product analysis confirmed the material rupture was present in the middle of the lutonix dcb's balloon. The material rupture was a longitudinal "s" shaped tear with damage found in the middle of the balloon. A definitive root cause for the rupture could not be determined. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, visual inspection identified five severe kinks and blood within the inflation lumen. Functional testing of the complaint sample revealed a material rupture in the middle of the balloon. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed this is the only complaint from this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly failed to inflate at the right superficial femoral artery (sfa) treatment site. The health care professional (hcp) gained patient access with a 6 french introducer sheath and a 035 advantage guidewire. The hcp predilated the target lesion successfully with a normal pta balloon catheter. While the lutonix dcb was being prepared, negative pressure was established, and the balloon protector was removed without issues. Allegedly, the balloon was never able to hold any atmospheric pressure. The device was successfully removed and completed with another lutonix dcb of the same size. No adverse patient effects were reported.